Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached, migrated to heart, tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in the body. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After one year and five months later, a bard eclipse filter was implanted in the infra renal inferior vena cava location for a patient with deep vein thrombosis and pulmonary embolism. Post deployment cavogram revealed filter tilted to the left, gentle manipulation with a 5-french c2 catheter and stiff guidewire were used to straighten the filter with significant improvement. Final image confirms only mild residual tilt, and the tip was not against the sidewall of the cave. After three months, the patient presented for filter retrieval, an access was obtained from a right internal jugular approach, guidewire and sheath were advanced to just below the filter. Inferior vena cavogram revealed no clot within the filter. However, the filter was tilted to the patient's right with the tip apparently embedded in the wall of the inferior vena cava. The sheath was withdrawn to just above the filter and attempts were made at filter retrieval of a 15 mm snare. The filter tip could not be snared due to filter position. Therefore, the snare was replaced with the cone-shaped filter retrieval device. Due to filter position, the cone could not be advanced over the apex of the filter. A guidewire was advanced through the filter retrieval device into the left iliac vein to deviate to the retrieval device to the patient's right over the tip of the filter. However, filter tip was well embedded in the wall of the inferior vena cava and could not be retrieved. During these attempts, one of the limbs of the filter was pulled superiorly and may be within a lumbar vein. However, the overall filter placement was unchanged, and additional attempt was made with a 10 mm snare without success. Therefore, it was elected to leave the filter in place. After four years and two months, computed tomography of the abdomen and pelvis showed the filter was tilted within the inferior vena cava. Several struts projected beyond the lumen and walls of the inferior vena cava and one of these appears to extend into the third portion of duodenum. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava, filter tilt, positioning issue, material deformation and retrieval difficulties. However, the investigation is inconclusive for alleged filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached, migrated to heart, tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in the body. The current status of the patient is unknown.